Event description:
It was reported when using the bd¿ syringe, the device experienced plunger rod broken / damaged. The following information was provided by the initial reporter. The customer stated: at 11:15 on october 17, the orthopedic doctor opened a 5ml syringe for use, but found that the syringe pin in the package was partially damaged, which affected the use, so the syringe was replaced again without adverse consequences. Adr# 119311500202100428.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2007166. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, twenty retained samples were obtained for further evaluation by our quality engineer team. The retained samples were examined and no signs of defect could be identified. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects 100% of product and automatically rejects any broken parts. In this incident, it is possible that the syringe was broken during the primary packaging process due to a clog in the syringe feeder; however, an exact cause could not be determined. H3 other text : see h10.

Event description:
It was reported when using the bd¿ syringe, the device experienced plunger rod broken / damaged. The following information was provided by the initial reporter. The customer stated: at 11:15 on (B)(6) 2021, the orthopedic doctor opened a 5ml syringe for use, but found that the syringe pin in the package was partially damaged, which affected the use, so the syringe was replaced again without adverse consequences. Adr# (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ syringe, the device experienced plunger rod broken / damaged. The following information was provided by the initial reporter. The customer stated: at 11:15 on (B)(6) 2021, the orthopedic doctor opened a 5ml syringe for use, but found that the syringe pin in the package was partially damaged, which affected the use, so the syringe was replaced again without adverse consequences. Adr# (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.